Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately calcified lesion in the narrow proximal left main (lm) artery. The 4.0x12mm nc trek balloon dilatation catheter (bdc) shaft separated during advancement and the bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another 4.0x12mm nc trek bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual and analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.